Event description:
Related manufacturer reference number: 2017865-2022-08690. During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular and right atrial leads. No intervention has been performed at this time. The patient was stable and will continue to be monitored.